Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d4 - lot. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. Cook did receive a complaint for a similar product experiencing the same failure mode. Examination of the complaint device found a blood clot lodged in the catheter shaft. The investigation concluded that the clot likely formed due to device maintenance issues. Because both complaints involve clotted PICC lines, it is possibly that the two events have a similar cause the complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It was concluded that that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record showed no relevant nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for lot 9269586. There is no evidence to suggest that nonconforming product exists in house or in the field. The device is shipped with instruction for use (IFU) which notes: precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Product recommendations: catheter size and puncture site. Preliminary reports indicate that catheter size can influence clotting. Larger diameter catheters have more tendency to promote clots. As reported by amplatz, gianturco and others, clot formation has less relation to type of catheter material than to size of catheter. Catheter maintenance: if catheter is not to be used immediately, its lumen should be maintained by continuous saline or helparinized saline drip or locked with a catheter locking solution. Catheter heparinization should be determined by institutional protocol and clinical judgment. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Power injection procedure: 5. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. It is possible that the clot formed due to device maintenance issues, although this cannot be confirmed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on (B)(6) 2019 that the clotting in the turbo-ject® double lumen power-injectable PICC has occurred two times.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that clotting occurs with the turbo-ject® double lumen power-injectable PICC, as "the nurses are having a problem with them clotting." Additional information regarding patient demographics, maintenance protocol for catheters, fluids infused, number of occurrences, and date of event(s) has been requested but have not been made available at this time.